Event description:
The customer reported that the device would not transition from battery to ac. There was no patient involvement when the issue occurred, no patient or user harm reported. The remote service engineer (rse) advised the customer that device may have a faulty pm pcb or power supply. The rse advised the customer to try a known good pm pcb to troubleshoot. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with guidance on how to resolve the issue; however, it could not be confirmed if the customer replaced the specified part(s). Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. If parts are returned or if new information is provided, the complaint will be reopened to update the investigation.